Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted, due to inadequate pain coverage and pain/bruising at the pocket site. The patient lost weight, non-device related, and the ipg was protruding through the skin causing bruising and pain. The patient is reportedly doing well following the explant.